Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The patient was brought to the hospital by her mother and transferred to the intensive care unit because of the diagnosis of diabetic ketoacidosis. At the hospital, the patient was treated with insulin and unknown medication. The patient was discharged at 12:00h on (B)(6) 2023. It was reported that the leakage occurred only with this specific batch number. The leakage did not occur with other batch numbers.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.